Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator - endoscopic mucosal resection device was used in the esophagus during a follow-up esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tissue was suctioned into the captivator&#63493;mr band ligator cap through standard wall suction and a single band was placed to create a pseudopolyp. A snare cautery, with snare setting at coagulation 25, was performed to resect the pseudopolyp but a perforation immediately occurred. The physician stated he did not feel the perforation was due to thermal injury from the cautery, he did note however, that there was muscularis propria in the resecting specimen. IV antibiotics were administered and clips were placed to close the perforated tissue; however, it was not clear if the defect was completely closed. A wallflex covered stent device was used to prevent any esophageal leak. An esophagram performed immediately after the procedure showed no evidence of leak, with the stent in good position. The patient was admitted to the hospital for a few days for IV antibiotics treatment and monitoring. On hospital day 3, a chest radiograph showed a moderate-sized right pleural effusion, small left pleural effusion, and new patchy consolidation or atelectasis in both lower lobes. Antibiotic coverage was broadened. CT chest scan results confirmed the effusions and showed no evidence of esophageal leak. A pigtail catheter was placed to drain the right pleural effusion. Blood and pleural fluid cultures were confirmed to be negative. Chest tube drainage subsided on hospital day 7 and the pigtail catheter was removed. Diet was advanced from liquid to puree, and this was well tolerated. Pathology report showed a gastroesophageal-type squamous mucosa with focal intestinal metaplasia with associated high-grade dysplasia and resection margins with no evidence of metaplasia or dysplasia. The patient was discharged on hospital day 8 and was noted to be improving slowly at home. The physician further noted that the perforation occurred using standard technique for endoscopic resection. Two previous endoscopic resections and radiofrequency ablation were performed in the same area prior to the most recent resection. Scarring may have developed in this area due to previous resection, but the nodule lifted appropriately without special maneuver at the time of the perforation.